Event description:
It was reported that patient received a durom acetabular component 56/50 code p on (B)(6) 2008 and went on revision surgery on (B)(6) 2012 due to possible loosening of the cup.

Manufacturer narrative:
The manufacturer received the devices for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. No product failure could be determined during visual examination. The product has been found to conform to specifications. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in (B)(4) 2008 as correction (B)(4). Since this case is related to the issues for which zimmer implemented a correction in 2008, zimmer will close this case. (B)(4).